Event description:
It was reported that the pt had high impedance on diagnostics. X-rays were taken and a gross lead discontinuity was visualized by the physician, which was believed to be caused by the straps of the pt's wheel chair that cross over the generator and lead position, under the clavicle. The pt is a "moving" lennox-gastaut pt which causes the wheel chair straps to rub. Attempts for further info have been unsuccessful to date. Revision surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.